Manufacturer narrative:
Date of event: unknown, not provided. Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while loading an intraocular lens (iol) into the cartridge, a small blue particle was noticed on the lens, believed to be inside the optic. The surgeon inspected the lens and tried to scrape the particle off the lens and also thought that the particle was integrated into the optic. The iol was not implanted and there was no patient contact. Reportedly the amo sales representative collected the lens to be inspected by the manufacturing site, and the particle had fallen off the iol and remained on the inside of the packaging. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection using a 12x microscope magnification showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Both sides of the lens contained non process related foreign matter. There was insufficient material to perform additional analysis. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.